Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the purewick urine collection system was not suctioning. The representative did troubleshoot of outlet which was good, the light was on, lid valve was fine and did the water test but there was no suction at all. It was noted that the patient had been using purewick products for more than 90 days. Per additional information received via sample form on 22dec2021,customer stated that for 3 nights the purewick urine collection system would not work, it ran but no suction. Customer thought they were putting it wrong but they were not. Also stated there was barely any urine into the canister. Patient experienced rash up in back, urine drenched, red vaginal area skin breakdowns on buttocks and in inner thighs.

Event description:
It was reported that the purewick urine collection system was not suctioning. The representative did troubleshoot of outlet which was good, the light was on, lid valve was fine and did the water test but there was no suction at all. It was noted that the patient had been using purewick products for more than 90 days. Per additional information received via sample form on 22dec2021,customer stated that for 3 nights the purewick urine collection system would not work, it ran but no suction. Customer thought they were putting it wrong but they were not. Also stated there was barely any urine into the canister. Patient experienced rash up in back, urine drenched, red vaginal area skin breakdowns on buttocks and in inner thighs.

Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.